Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a patient august 2001. It was reported that the patient had a history of coronary artery disease and cortical basal degeneration. The aneurysm morphology is unknown. The iliac vessels had moderate toruosity and little to no calcification. It was reported that the patient died on august 2001 due to cardiac arrest as a consequence of cardiac arrhythmia and coronary artery disease. No additional information is available.